Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the report of elevated lactate dehydrogenase (ldh) could not conclusively be determined. Analysis of the log file provided by the account confirmed a transient elevation in power and, correspondingly, flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this provides information on anticoagulation, including recommended international normalized ratio (inr) values. The heartmate ii lvas IFU also contains information regarding pump speed, power, flow, and pulsatility index (pi). The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the elevated pump flow/power was not identified. No non-device cause was identified for the elevated lactate dehydrogenase (ldh). The patient was reported to have been erroneously taking plavix when he should not have been. The patient was still fatigued but much improved and stable. Plavix was discontinued and a temporary course of octreotide was started.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number: 2916596-2021-05746. It was reported that the patient made several complaints that whichever battery was on the black cable tended to drain significantly faster than whatever battery was on the white cable. They tried this numerous times with different batteries and different combinations and reported only getting around 8 hours on their brand new batteries which they issued to him just 6 months ago, however, the batteries attached to his white cable seemed to hold a charge for up to 14 hours. There was also an isolated flow spike noted on his graph which was in the setting of an elevated lactate dehydrogenase (ldh) 459 u/l on (B)(6) 2021, however, this same patient had a re-check on (B)(6) 2021 which resulted in an ldh of 351 u/l. The customer had concerns that the patient was developing a small clot and wanted to see if it was possible to look back any further than the 4-day trend they were looking at on the heartmate touch so they can determine how to proceed, seeing, as how this patient is prone to bleeding, dehydration, has a history of stroke and could potentially be an explant candidate. The history of stroke was prior to the lvad implantation. A review of the log files revealed low battery advisory/ low battery hazard/ no external power alarm. The alarms appeared to have been caused by both the white and black power leads of the system controller. The log also captured intermittent power cable disconnects on the mobile power unit (mpu). The mpu rsoc (relative state of charge) was reading below the 12.8 specs (only reading 10.4-12.2v). The log also indicated that the patient was not using a fully charge batteries which could also be the result of the batteries draining quickly. There was a transient power and flow elevation on (B)(6) 2021 at 1459 for an unknown reason.